Event description:
It was reported that an altitude alarm occurred with the customer's insulin pump. There was no reported impact to the customer's blood glucose level as no specific value was provided. The issue did not require a replacement of the cartridge, and the customer was able to resume insulin delivery with the original cartridge after receiving prevention tips from technical support.